Manufacturer narrative:
(B)(4). Customer did not provide the material # and batch # with which the issue occurred. Unfortunately without basic information, a thorough investigation is not possible. The complaint is recorded for documentation reasons. The complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer states that needle sticks that have occurred cannot be specifically linked to our products. Customer was not willing to share the incident reports per her management team.